Event description:
Customer reported that the shaft was faulty. During service, the technician found out that the attachment heated up intensely. Bearings, pawls and drive shaft were worn out.

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not operate. This was attributed to excessive normal wear. Various parts were replaced. Device was repaired and returned to the customer.